Manufacturer narrative:
Manufacturer investigation conclusion: the reported no external power alarms was confirmed via the submitted log files. The mobile power unit (mpu) (serial number: (B)(6) ) was not returned for analysis; however, three log files showed overlapping events spanning approximately 16 days (16dec2020 ¿ 31dec2020 per timestamp). No external power alarms were active between (B)(6) 2020 at 21:15:01 ¿ (B)(6) 2020 at 11:35:03, on (B)(6) 2020 at 06:52:24 ¿ 06:52:28, and on (B)(6) 2020 at 01:54:34 - 01:54:44. These alarms occurred while connected to the mpu and appear to be due to a loss of ac power. On (B)(6) 2020 at 16:50:19 ¿ 16:52:40 a no external power alarm was active while connected to the mpu due to a dual power cable disconnect. The no external power alarms activated due the voltage across both cables simultaneously decreasing to ~0.0v in approximately 5 seconds. The backup battery provided power to the system during these events. The alarms cleared shortly after activating and pump operation was not affected. Additional information provided on 31dec2020 stated that no external power alarms occurring on (B)(6) 2020 were caused by staff switching power sources incorrectly. The patient was provided a new mpu prior to leave the facility. Additional information provided on (B)(6) 2021 stated the staff unplugged the mpu while the patient was connected and that there were no issues with the system controller. Additional information provided on (B)(6) 2021 stated the mpu has a v-lock connector on the ac power cord. The root cause of the no external power alarms was due to both power cables being disconnected from the mobile power unit. The device history records were reviewed and the records revealed the mobile power unit (serial number: (B)(6) ) was manufactured in accordance with manufacturing and quality assurance specifications. The mpu was shipped on 05jan2016. Heartmate iii instructions for use (rev. C) section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook (rev. C) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including no external power alarms. Heartmate iii instructions for use (rev. C) section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook (rev. C) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
It was reported that the patient was admitted from the inpatient rehab facility with multiple no external power alarms. The patient was not aware of any power loss at the facility. The log files showed multiple no external power events while connected to the mobile power unit (mpu). It was reported that the event that occurred on (B)(6) 2020 may have been associated with a loss of power. All other no external power events were caused by the voltages dropping out suddenly. Since the patient's device had been previously powered by the power module, the no external power events appeared to occur while switching power sources. Recommended powering the device through the mpu while the patient was admitted to observe whether the voltages continued to drop out suddenly. While admitted, the patient's device was powered through an mpu, but it was not the same unit the patient had been using at the inpatient rehab facility. There were no alarms or unusual voltages occurring while powered through this mpu. The site noted that the patient was unable to perform own connections and they suspected the patient has had double power cable disconnects due to an inability to manage own equipment. The odd voltage sequences could be explained by the patient having difficulty managing power cable switches. The patient was discharged back to the inpatient rehab facility and given a new mpu on (B)(6) 2020. The log files recorded no external power alarms on (B)(6) 2020 that were caused by staff at the inpatient facility incorrectly switching between power sources including unplugging the mpu while the patient was connected.